Manufacturer narrative:
(B)(4). Unable to perform the displacement test and the cap, reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, broken reservoir tube lip and fading serial number label.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked retainer ring. Customer also reported that the reservoir was locking in place. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.